Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the unit had missing screws and a bent comb. The comb and screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the functionality of the mesher needed assessed and a screw was missing from the side plate. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available. At product evaluation investigation the mesher had a bent comb.